Event description:
It was reported by the rep the device was used during a thorascopy. It was reported the ez45b reload cartridge fell out of the stapler into the chest. On two other occasions the reload appeared "loose" (same case). They pulled the stapler out and re secured the cartridge. Also, the release button would not release the jaws. The physician assistant had to force it open with two hands. There was no consequence to the pt.